Event description:
It was reported that the pt experienced a shocking, non-acoustic sensation whilst passing through an anti-theft alarm system of a shop entrance with pain at the implant site, which was then no longer observed. Since then, subjective fluctuations in access to sound with the device were reported. Aided audiometrical testing results worsened when compared to previous testing. A revision surgery was conducted on (B)(6) 2014. It was discovered that the floating mass transducer was no longer properly placed on the malleus-incus complex and had to be repositioned. During the preparation, the device conductive link was inadvertently damaged. Thus, the pt was re-implanted with a new device during the same procedure and the fmt was attached to the stapes head with a clip coupler.

Manufacturer narrative:
No UDI available. The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.